Event description:
It was reported thrombosis occurred. A left atrial appendage closure (laac) procedure was performed using a watchman double curve access system (was) and a 27 mm watchman flx pro laa closure device and delivery system (wds). Femoral access was obtained, and the physician requested administration of 3,000 units of heparin. This dose was not administered at that time, as the certified registered nurse anesthetist (crna) apparently did not hear the request. The physician proceeded with the transseptal puncture (tsp) and subsequently requested an additional 7,000 units of heparin. The wds was then inserted and deployed. Immediately following deployment, ultrasound imaging revealed a long fibrous clot attached to the top of the device, near the limbus and into the double curve sheath. Blood was aspirated, and some clot was removed. The activated clotting time (act) at that point was 201 seconds. The physician promptly completed the position, anchor, size, and seal (pass) criteria assessment and released the closure device. Once the closure device was released and sheath was pulled back into the right atrium (ra) the clot followed the sheath. It spanned from the device across the left atrium (la), through the septum and was flapping around in the ra. The physician aspirated continuously. An additional 3,000 units of heparin were administered. The sheath was exchanged for a new one, and further aspiration was performed to remove clot from the ra. Residual clot within the la was monitored on transesophageal echocardiography (tee) for 10 minutes and was noted to be slowly decreasing in size. After 20 minutes, the implanting and imaging physicians decided to transfer the patient to the post-anesthesia care unit (pacu) and maintain the patient on a heparin infusion overnight. The following day, the patient was reported to have awakened without complications or neurological deficits. The clot had fully resolved prior to discharge.